Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening assessed as unidentified (tear). As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.